Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an endoscopic variceal ligation (evl) performed on (B)(6), 2010. According to the complainant, during the procedure, while in the patient's stomach, the physician positioned the device and rotated the handle to deploy the band but the band did not deploy. The handle was rotated again and the band would not deploy. It was reported that both times the audible click was heard, indicating deployment. The device was removed from the patient and it was noticed that one of the bands had overlapped over the other. The case was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an endoscopic variceal ligation (evl) performed on (B)(6), 2010. According to the complainant, during the procedure, while in the patient's stomach, the physician positioned the device and rotated the handle to deploy the band but the band did not deploy. The handle was rotated again and the band would not deploy. It was reported that both times the audible click was heard, indicating deployment. The device was removed from the patient and it was noticed that one of the bands had overlapped over the other. The case was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that all seven bands were intact with two of the seven partially deployed. The teeth on the ligator head showed damage. Visual inspection of the handle found no issues. Although, there was deformation on the handle slot indicating the trip wire was properly cinched into the handle slot. The trip wire was also wound around the drum, indicating the handle had been turned to deploy the bands. The deployment thread with one knot was intact and attached to the ligator head. Functionally, the handle knob was able to be turned and take up slacks. There was also an audible click heard at each complete turn. An attempt was made to deploy the bands by pulling on the deployment thread however, the bands did not deploy. The deployed band crossed with the remaining bands. The damaged teeth may allow the knot to be pulled from the ligator without deploying the band. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.